Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/05/2014 with the following findings: a review of the pump histories showed no errors, alarms, or warnings related to the complaint were recorded. During testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation. The complaint of ¿extra steps¿ was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, requesting to return the pump ¿due to extra steps.¿ there was no additional information available for this complaint. Attempts to contact the reporter were made with no success. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.